Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, and a root cause and occurrence cause of the phenomenon [the image was not clear enough for observation] could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, hd autoclavable camera head was inspected prior to use and during inspection there was an adapter failure. The issue was found during preparation for use, and the diagnostic procedure (thoracic) was completed with a similar device. There were no reports of patient harm.